Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancotroy injection 2 grams intraperitoneally stat for the peritonitis event. On an unreported date, the patient began treatment with gentamycin 20 milligrams once daily intraperitoneally for twenty-one days for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.